Event description:
Caller reported discrepant nano system blood glucose results occurring within 10 minutes: 82 mg/dl 9:12, hi mg/dl 9:22, 159 mg/dl 9:30. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.